Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a female patient who was receiving morphine (dose and concentration unknown) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history was reported as "none." On an unknown date, they were unable to refill the pump due to a possible flipped pump. Internal bleeding was also suspected due to pump displacement. The patient had lost a lot of weight and that was the possible cause. An x-ray was performed, but the results were not reported. A surgical revision was scheduled for (B)(6) 2016, and later rescheduled for (B)(6) 2016. The event was ongoing. The patient's status was reported as "alive no injury." Additional information has been requested regarding the event date and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a company representative. The event date remained unknown. When the pocket was opened, the pump did not appear to be flipped. It was refilled and resutured down in the pocket. The cause of the event was unknown.